Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 1. 3005168196-2022-00434.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, a lantern delivery microcatheter (lantern), a non-penumbra guide catheter, and an angiographic catheter. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician advanced the first ruby coil into the target location and reported that it was not taking the desired shape. The physician advanced and retracted the pusher wire four to five times; however, the ruby coil did not track with the pusher wire. The lantern containing the ruby coil was removed and the physician confirmed that the coil had unintentionally detached inside the lantern. Therefore, the ruby coil was flushed out of the lantern on the back table. While advancing the next ruby coil into the target vessel, the coil did not take the desired shape. The physician attempted to retract the ruby coil and noticed that the coil did not track with the pusher wire. It was reported that the same issue occurred and the ruby coil was unintentionally detached inside the lantern. Therefore, the lantern containing the ruby coil was removed and the coil was flushed out on the back table. The procedure was completed using a pod coil, thirteen coils including ruby coils and pod packing coils (pod pcs), the same lantern, the same guide catheter, and the same angiographic catheter. There was no report of an adverse effect to the patient.